Event description:
It was reported that this was a bkp(l1) for a ovf. After inflating the balloon, the surgeon began mixing the cement. After the cement reached optimal viscosity, the surgeon was going to remove the balloon to inject the cement, but it was not possible to remove the left side. The surgeon tried to inflate and deflate the balloon repeatedly failed, but the balloon was unable to be removed. The surgeon removed the access needle, and the balloon was cut with scissors and removed from the outer tube. The access needle was then re-inserted. The plunger was used to confirm that the needle had been placed within the vertebral, and lateral and frontal images were checked to confirm there were no problems. During the procedure, 19 minutes had passed since the cement was mixed, and it was determined that there was not enough time for injection, so a new access needle, syringe, and cement were prepared, and the cement was prepared again. Injection began after the optimal viscosity was reached, and the surgery was completed successfully within 30 minutes of delay.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: corrected: g1 (manufacturing site name). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 07.702.016s. Lot: 4g53741. Manufacturing site: werk selzach. Release to warehouse date: 04.july.2024. Supplier: (B)(4). Expiration date: 01.july.2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.